Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient experienced intermittent stimulation. It was noted that the patient experienced loss of stimulation and loss of therapeutic effect. It was noted that action was not taken but planned. It was noted that the patient was meeting with the healthcare professional (hcp) on (B)(6) 2014 to interrogate the device and check impedances and attempt reprogramming. It was noted that the patient reported feeling stimulation ¿go off¿ when she walked and the feels it ¿surge back on.¿ it was noted that the patient was getting good therapy in sitting and lying down states. It was noted that the patient experienced rib or abdominal stimulation on all setting which was not occurring previously. It was reported that the patient¿s status at the time of this report was alive with no injury. It was noted that the patient experienced a loss of stimulation when in upright and walking position. Additional information received reported that the manufacturing representative saw the patient on the day prior to report. It was noted that the patient stated that she was no longer experiencing intermittent stimulation in the abdomen and ribs while walking. It was noted that the impedances of the system checked out with no issues and the patient was receiving effective stimulation coverage for her pain.